Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event.

Event description:
On 07/30/2025, a facility notification was received via email regarding the (B)(6) study. A facility representative reported that a patient underwent a total shoulder replacement procedure due to severe pain or disability from disease or injury of the glenohumeral joint resulting from rheumatoid disease affecting the glenohumeral joint. The date of the rtsa procedure was not provided. The healthcare professional (hcp) reported on (B)(6) 2025, loosening of the humeral component (confirmed radiographically) due to implant wear off of a univers revers fracture adapter shoulder prosthesis. The hcp mentioned that the loosening was probably related to the device. The hcp also reported that the complications did not require any additional treatment.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.